Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to close. A field service engineer found the half-height (hh) auxiliary drawer 5.1 with broken slide rails. Fse removed debris, securely closed the drawer and disconnected the retractor band cable to prevent opening. Fse installed new cubie half height drawer and transferred all cubie pockets to the new unit. Fse tested and was able to access new installed drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.